Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was not delivering insulin to the customer. Instead he received no delivery alarms while priming his insulin pump. His blood glucose level was 119 mg/dl. The product will return. Nothing further to report.